Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a cut in the tubing at pv50b. The fse replaced the tubing that fixed the leak. As incidental service the fse also replaced the tubing through pv45 and pv46b. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 750 hematology analyzer was leaking at the differential mix module. The volume of leak was about 10 cubic centimeters (ccs) and was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.